Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 495 mg/dl. The customer treated with manual injection. Standard troubleshooting was started, but not completed. It was discovered that the customer's last bolus did not go through. The insulin pump functioned according to design. The product is not being returned. Nothing further was reported.